Event description:
Additional information was received which reported that the cause of the power-on-reset (por) was not determined. There were however no malfunctions found with the implantable neurostimulator. No further information was reported.

Event description:
It was reported that a power-on-reset (por) error code and call your doctor icon were displayed on the patient programmer. It was noted that the patient was not able to adjust stimulation. It was noted that the patient thought they bumped something. It was noted that the patient did not have any recent medical procedures. It was further noted that the charge level was 50 percent and it was unclear if the implantable neurostimulator battery had recently been low. It was noted that the por was cleared and that afterward the programming groups were disabled. It was noted that the patient was feeling stimulation at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).